Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that the retainer ring was loose. The customer's blood glucose was 20.2 mmol/l. The customer also received a pump error alarm while on the phone. The caller was assisted with reviewing the alarm history and found that there were two pump errors present. The caller said that the batteries do not last long and she was assisted with performing a reset. The insulin pump will not be returned for analysis.